Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
Clinical study infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2): subject (B)(6). As reported: "facture lines under talus prosthesis with loss of talar height. During 6 month follow up visit (B)(6) 2023, evidence of talus subsidence was documented in radiographic follow-up and CT was requested. The CT of the left ankle performed on (B)(6) 2023 was reviewed with patient on (B)(6) 2023 with findings of fracture lines under the talus prosthesis with loss of talar height. Physical examination showed mild left ankle tenderness to palpitation and moderate swelling. Surgical intervention was recommended due to failed conservative measures. Patient will require revision total ankle replacement with custom talar component due to talus fracture loss of height."

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Clinical study infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2): subject (B)(6). As reported: "facture lines under talus prosthesis with loss of talar height during 6 month follow up visit on (B)(6) 2023, evidence of talus subsidence was documented in radiographic follow-up and CT was requested. The CT of the left ankle performed on (B)(6) 2023 was reviewed with patient on (B)(6) 2023 with findings of fracture lines under the talus prosthesis with loss of talar height. Physical examination showed mild left ankle tenderness to palpitation and moderate swelling. Surgical intervention was recommended due to failed conservative measures. Patient will require revision total ankle replacement with custom talar component due to talus fracture loss of height. "